Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The iabp would not power on while plugged into a/c power and the batteries would not charge. To address the issue the stm replaced the power management board and the tidal disk was replaced due to reaching total assist hour expiration. The stm then performed calibration check, all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed low battery; however the battery was fully charged. It was additionally reported that the iabp would not power up on aug. 27, 2019, the iabp powered up on aug. 28, 2019 indicating that the battery was low on a full battery. It is unknown under which circumstances this vent occurred; however thee was no patient involvement.